Manufacturer narrative:
E.1. Initial reporter facility: encompass health rehabilitation hospital of sunrise. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was off the bus and issue was diagnosed as a failed drawer controller 6.2 which cascaded to the pyxibus module controller (pmc). A field service engineer (fse) replaced both boards, reconfigured, recovered and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station displayed black screen and not powering on. The user rebooted the station and switched power outlets, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.